Manufacturer narrative:
Evaluation: results: the device history and sterilization records were reviewed and a nonconformance was found. The ipg failed functional testing due to a battery current limit failure. The problem was rectified by revising the battery's current algorithm in the auto test software. The device was reworked and then retested. The ipg passed all functional tests before being released for sale. The ipg was visually inspected and it was noted that the antenna silicon was cut and that there were marks on the can and ipg header. The device passed the auto test and was able to charge when within the distance specified. The ipg also passed communication testing with the lab programmer, charger, and the blue screen utility device. Conclusion: the cause of the reported complaint could not be confirmed. The ipg passed communication and functional testing. The ipg charged when within the correct distance specification. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2006, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the charger could not locate the ipg. The pt tried several troubleshooting techniques, to no avail. A replacement charger was sent to the pt. On (B)(6) 2010, a sales rep met with the pt and tried locating the ipg with the charger. An x-ray was taken and no anomalies were noted. The pt continues to receive satisfactory stimulation and is able to communicate with the programmer. The sales rep sent the pt another charger. On (B)(6) 2010, it was reported that the second charger sent to the pt did not work either. The doctor decided to replace the ipg on (B)(6) 2010. The new ipg communicates with the charger.